Event description:
Information was rec'd alleging a pt was smoking while using an oxygen concentrator. Reportedly the concentrator subsequently caught on fire and the pt became asphyxlated. Prelminary investigation has shown that the fire was external to the unit. There has been no reported malfunction of the device. The device has been sent to an independent lab for further inviestigation. Labeling for the device states "do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."